Event description:
Right knee arthroscopy being performed with pump pressure setting at 35mmhg pump failed to intermittently pump and sense actual pressure reading in the knee. Approximately 300-400ml pumped into knee/thigh space. Arthroscopy pump turned off. Procedure ended. Equipment manager notified. Arthrex pump taken out of service for patient care use. Pump being sent into manufacturer for repair.